Manufacturer narrative:
See related regulatory report 2029214-2020-01309. If information is provided in the future, a supplemental report will be issued.

Event description:
Trivelato, f. P., wajnberg, e., rezende, m. T. S., ulhôa, a. C., piske, r. L., abud, t. G., castro-afonso, l. H. De, abath, c. G. C., nakiri, g. S., araújo, j. F. S., silva, j. L. J., tosello, r. T., vanzin, j. R., manzato, l. B., baccin, c. E., mota, b. A. A. Da, abud, d. G. (2020). Safety and effectiveness of the pipeline flex embolization device with shield technology for the treatment of intracranial aneurysms: midterm results from a multicenter study. Neurosurgery , 87(1), 104¿111. Medtronic received a literature article aiming to evaluate the outcomes of patients harboring aneurysms treated with the pipeline shield device. 151 patients with 182 aneurysms were enrolled between november 2017 and december 2018. The mean aneurysm size was 7.0 mm; 27 aneurysms were large, and 7 were giant. Most aneurysms involved the paraophthalmic segment of the internal carotid artery, followed by the cavernous segment. One-hundred seventy aneurysms were located in anterior circulation. There were 169 saccular aneurysms. A branch arising from the sac was observed in 29 aneurysms. The study involved a majority female participants of an average age 53 years. In 141 of 151 patients, the primary endpoint was reached. The overall rate of periprocedural complications was 7.3%. Of the aneurysms, 79.7% met the study¿s secondary endpoint of complete occlusion at 6 month follow up and 85.3% at 12 month follow up. It was noted that there were 2 cases of improper expansions of the peds and 18 cases of balloon angioplasty necessitated.